Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This cypher product is not distributed in the us; however, it is similar to us distributed cypher product.

Event description:
This male pt with a history of hypertension, abnormal lipid metabolism, diabetes, and previous pci and stent to pda was admitted for coronary eval. He was currently taking aspirin (since 2001). Angiography revealed a de novo, calcified, flexion, totally occluded, type c lesion in the proximal through distal rca. The lesion length was more than 60mm, and the vessel diameter was 2.5 to approx 3.0mm. The mid through distal rca was pre-dilated. Inflation time and pressure were unk. A cypher (2.5/18mm) was implanted, and then 2nd cypher (3.0/18mm) and then 3rd cypher (3.0/18mm). Each stent was implanted overlapping the previously implanted cypher. Post-dilation was conducted, however, inflation time and pressure were unk. The proximal rca was dilated. The inflation time and pressure were unk. A bare metal stent (driver: 3.0/18mm) was implanted overlapping the proximal edge of the implanted cypher stent (3.0 x 18 mm). Post-dilation was conducted, however, inflation time and pressure were unk. Ivus was also conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. The pt was prescribed aspirin and cilostazol, which were discontinued after 15 months. Of note, ticlid was not prescribed due to known allergy. Nineteen months post procedure, the pt complained of chest pain and was ruled in for acute mi. Angiography revealed a thrombus within the driver extending into the proximal portion of the 3.0 x 18mm cypher in the mid rca. To treat the thrombus, aspiration thrombectomy and balloon angioplasty were conducted. An additional bare metal stent (s-stent: 3.5/28mm) was implanted within in the previous bms (deployed to 16 atm for 20 seconds). Physician's comments: the possible cause of the thrombotic event was that the overlapping portion of the driver and 3rd cypher was under-dilated, and the restenosis was caused within the bms. In addition, the pt stopped anti-platelet therapy.